Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call the insulin pump alarmed motor error. The customer was assisted with motor error troubleshooting. The customer¿s blood glucose level was 500mg/dl at the time of the incident. The customer was treated with a shot of lattice. The customer's father was assisted with displacement test and manual prime. The insulin pump passed the displacement test and the insulin pump did not alarm motor error. The customer's father also reported that the insulin pump alarm no delivery before the motor error. During troubleshooting, the insulin exited during manual prime and the customer was advised that the site may have been occluded. The customer was advised to change entire infusion set system. The insulin pump will not be returned for analysis.